Manufacturer narrative:
Batch review performed on 08-april 2022. Lot 147110: (B)(4) items manufactured and released on 14-jan-2015. Expiration date: 2019-11-30. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event since 2018.

Event description:
The patient came in reporting instability and the cause is unknown. The surgeon revised the insert with a higher one (form 12mm to 14m) 6 years and 1 month after primary. The surgery was completed successfully.